Event description:
It was reported that there was fluid over the ins and that the site was periodically sore and swollen. The ins randomly turned in the pocket. The pt experienced a lack of therapeutic effect and her big toe curled when the stimulation was at a level high enough for her to feel it. The pt turned the device off while horseback riding and forgot to turn it back on for several days. The physician was not aware of the pt's situation and had no info.

Manufacturer narrative:
(B) (4).